Event description:
I learned about airbands at a physical therapy conference earlier this year where they were selling their product. After utilizing it with a few patients, I realize they have some significant issues that may cause permanent damage if not resolved immediately. I did my best research to see if their blood flow restriction cuffs are listed with the FDA to find out they are not. They are selling these airbands to healthcare professionals and individuals throughout the USA with major issues and aren't even FDA listed. They are distributed through (B)(4) medical. I have reached out to the company regarding the issues with the airbands and the inflation pressure but they have not responded or attempted to relieve any of my serious concerns. The cuffs inflate to irregular pressures every time I use them with various patients. Additionally, the bluetooth loses connectivity often and I can't relieve the pressure when they are on a patient. This poses as serious risk to the patient and also makes me look bad as a physical therapist. They shouldn't be able to distribute and sell a non-working product that poses risk to patients. They also have awful customer service and won't respond to any of my questions regarding their product. Doesn't the FDA need to have these products listed for use? This is a pretty serious product that inflates a cuff reducing blood supply to the extremity. The bluetooth connection needs to work appropriately or else the airbands become dangerous. I believe they are made in (B)(4) and shipped to the USA. Https://airbandsbfr.com/ (B)(4). FDA safety report ID# (B)(4).